Event description:
Per medical review: "on (B)(6) 2016 a primary right cemented total knee arthroplasty was performed for a diagnosis of degenerative joint disease of the right knee. A brief operative report describes computer navigation, spinal anesthesia and the use of a tourniquet. The operative report notes, "severe arthritis was appreciated." An implant sheet notes triathlon components, including a #6 right cr femur, a #6 primary tibial baseplate, #6/9 cs x3 insert, and a 32/10 x3 asymmetric patella was utilized. Simplex hv cement was used to fix the components and after uncomplicated surgery the patient was discharged home on (B)(6) 2016." "On (B)(6) 2016 a telephone encounter notes, "concerned regarding warmth around the knee, right shin sore, right foot swelling, right knee pain, wound without redness or drainage." More information are not available.